Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited occasional under-sensing of atrial fibrillation waves. No intervention was performed. No patient consequences.